Event description:
It was reported that during demo at the tibia free collection screen, green dots were visible. However, the software did not colour the tibia. Then, the software would kick out of the screen and returned to the launching navio for tka screen forcing to start over.

Manufacturer narrative:
H10: the device was being used during treatment when the bone mesh did not generate. The log files and case screenshots were returned for evaluation. The DHR was reviewed for software version (rc-5205) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that no mesh was generated during tibia free collection and the software threw and atlasexception that caused the software to exit back to the patient screen. The root cause of the issue was due to a software failure and this issue is being investigated by the software engineering team.